Event description:
Customer's mother reported that the insulin pump returned multiple no delivery alarms. Caller also reported that the insulin pump's down arrow was unresponsive. Blood glucose level was 390 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump down arrow button did not respond due to flattened button dome switch. Unable to verify no delivery alarm due to unresponsive button. The insulin pump was received with minor scratched display window, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.